Event description:
During a surgical procedure on (B)(6) 2019, the ort200 table drifted downward in the trendelenburg function while the patient was on the table. There were no injuries reported due to the event.

Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse flushed the hydraulic oil out of the ort200 table's hydraulic system and replaced with new oil. Afterwards, the cse performed weighted and un-weighted drift testing on the table to verify proper function.